Event description:
During a pci procedure, upon withdrawal, resistance was met and the express2 monorail coronary stent delivery system became stuck with the guardwire guidewire. The physician withdrew the express2 monorail coronary stent delivery system with the guardwire guidewire and attempted to unfix the device from the guidewire. The shaft of the express2 monorail coronary stent delivery system was broken off. The lesion being treated is unknown. The procedure was successfully completed with this device. No patient injuries or complications were reported.